Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of the peritonitis was not reported. The patient was hospitalized and treated with vancomycin (2 grams every 96 hours, route unknown), ceftazidime (1 gram every 24 hours, route unknown), prednisone (30 grams per day for one week, route unknown), and ebastine (10mg every 12 hours for one week, route unknown). The patient has recovered from peritonitis and cloudy fluid. On an unknown date, extraneal and nutrineal therapy were discontinued; however, action taken with physioneal therapy was unknown. No additional information is available.